Event description:
It was reported that during implant, the right atrial (ra) lead helix would not extend following multiple attempts and 16-31 rotations. The ra lead had positioning/fixation difficulty. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.